Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of records found no radiographically obvious abnormal findings. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 00875101032 ¿ xlpe liner ¿ 61698032. Coninuum shell ¿ lot number 61716994. Femoral stem ¿ lot number 6168236. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01029.

Event description:
It was reported that patient underwent a right hip revision approximately 10 years post implantation due to pain. The head, liner and dome hole plug were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.